Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va11bee, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va11bee, implanted: (B)(6) 2015, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturing representative reported that the patient experienced an electrical sensation in their head which was described as a go-kart engine in the middle of their head. This had occurred while the patient was showering. No other therapy change was reported and it had only affected the patient for a few seconds. Patient had an appointment scheduled for (B)(6) 2016 and would have impedance checked then. The date this had occurred was unknown but it had been sudden in nature. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.